Event description:
The physician successfully achieved closure of an arteriotomy site with an unspecified perclose device. The patient complained of groin pain following the procedure, however was discharged to home the following day. Six days later, the patient presented to the ER with pain and swelling in the right groin. The following day, an ultrasound confirmed an occlusion of the right external iliac, common femoral and profunda arteries. The patient was taken to surgery for an exploration of the common femoral artery and a thrombectomy of the right common femoral artery and external iliac artery. Four days after admission, the patient was discharged to home, but continued to report groin pain. The current condition of the patient is unknown.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.